Event description:
It was reported via repair work order that the patient right side rail could not latch up due to a broken top rail at the mounting flange and a broken spring spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.